Manufacturer narrative:
The field service representative (fsr) found that the battery connector was not connected to the power manager module. He also found that the battery cable connector was damaged. It was noted that the last preventative maintenance (pm) was conducted by a different service associate, not from the manufacturer. The fsr replaced the cable assembly. He also found the power manager to not be powering the power supplies due to the battery connector placed into the power manager the wrong way which caused arcing and damage to the connectors. The power manager was also replaced. The unit operated to the manufacturer's specifications. The device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain a UDI label, but the applicable UDI information associated with the device is (B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) battery would not hold a charge. As mitigation, a new battery was installed but the issue remained. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.